Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs1521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the PICC placement was performed on (B)(6) 2019 for venous transfusion. After transfusion on (B)(6) 2019, a 4cm * 3cm swelling and extravasation were found at the PICC access site. And the transfusion was stopped immediately. Specialist nurse conducted bedside examination and pulled the catheter out by 2cm, flushed the catheter, found fluid leaks at the 36 cm scale, and reported to the physician. Contacted the family of the patient involved by telephone and explained the situation. The catheter was withdrawn after the family of this patient signed." No other information provided.